Event description:
It was reported that during a da vinci-assisted surgical procedure that the head of the suction irrigator instrument did not rotate/articulate properly. The procedure was completed with a backup instrument, with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the head of the instrument did not rotate/articulate properly, an investigation is in progress to determine the cause of this reported event. The product referenced in this complaint has not been returned to intuitive surgical, inc. (Isi) for failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.